Event description:
There have been a few malfunctioning 3ml syringes ref 309657 from lot #335510. Upon blood collection using a butterfly, the syringe let air into the specimen when pulling back on the plunger. There seems to be a defect on some of the syringes where needle attaches to the syringe allowing air into the syringe. Lot number was pulled from use and given to materials. Manufacturer response for syringe, piston, bd luer-lok (per site reporter). Emailed the manufacturer, no response yet.